Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units retractor repair needs to be replaced on unit.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6) , e3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the doppler tether, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) units retractor repair needs to be replaced on unit. It is unknown if the patient was involved or any harm was reported.